Event description:
It was reported that a homechoice cassette leaked from an unspecified location. It was further described as "fluid appears to be leaking from under the homechoice". This occurred during set up of the device for peritoneal dialysis (pd) therapy. The patient started over with new supplies and fluid appeared to be leaking from under the homechoice. Renal therapy services (rts) advised the home patient (hp) to monitor their blood sugar and inform their pd nurse regarding the issue. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.